Event description:
The recipient is reportedly experiencing no lock. The recipient has been a non user of the device for the past six years. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was lost during stimulation. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator (ics )device was cause caused by a loss of hermetic seal which was concluded from the residual gas analysis data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.